Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable low results for multiple assays. Of the data provided, only the following results were discrepant. The initial hcg result was 9721 miu/ml and was reported outside of the laboratory. The doctor asked for repeat testing and the result was >10000 miu/ml. With a dilution, the result was 492017 miu/ml and without a dilution the result was 52807 miu/ml. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found dripping from the sipper probe cause by an issue with the probe seal. He replaced the seal, ran sipper pipettor primes, and saw no droplets or microbubbles in the pinch tubing. The customer ran calibration and qc and was satisfied with the results.